Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0ql04, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had an accident and fell on her left side where her device was implanted. She had problems with her device ever since. The patient¿s device was reportedly not sticking out like it used to after the fall (it used to protrude about a quarter inch and was flat after the fall). The patient was hoping to have someone tell her how to ¿kick start her machine¿ because she was also in a lot of pain. Her stomach was ¿killing her¿ and she also felt like her whole bladder was falling out, so she had to ice it. The patient could not lay on her side because her stomach/ bladder was distended. When she walked she wanted to push her stomach in. The patient also wasn¿t going to the bathroom and had to catheterize in the morning and at night. The patient also did not feel any vibration (stimulation sensation). The patient¿s health care professional confirmed that the patient had decreased stimulation sensation and an increase in bladder issues. It was noted by the health care professional that this event involved the lead. Diagnostic or troubleshooting was performed in the form of x ray imaging and reprogramming. The patient had greater than 50% symptom reduction. The event cause was determined and it was unknown if it was related to the device. The patient recovered without permanent impairment. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.